Event description:
It was reported that the bladder of small volume infusor ruptured during infusion. The rupture occurred while the patient was asleep. The device was filled with an unspecified drug with a syringe. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated for the reported event. Initial visual inspection noted a ruptured bladder. Microscopic inspection noted a marking located on the exterior surface of the bladder, which was observed near the rupture line. Therefore, the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.